Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the shaft of the reamer broke during reaming of femoral canal.

Manufacturer narrative:
The product was not returned. The lot number for the product was not provided so a review of the device history records could not be conducted. The device is used for treatment. A complaint history search could not be performed as no lot number was provided for the product. A definitive root cause cannot be determined for the fractured reamer with the information provided.